Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further report from information obtained from the clinic that no programming changes were done as the clinic will observe to see if issue persists. It was noted that atrial fibrillation (af) is decreasing in frequency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was observed on the atrial channel on stored egms (electrograms) for the atrial lead. It was also noted that the implantable cardioverter defibrillator (ICD) classified termination of atrial arrhythmia terminated prematurely when atrial event occurs in blanking due to the atrial undersensing. The atrial lead and ICD remain in use. No patient complications have been reported as a result of this event.